Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed cracked battery and cartridge compartments. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:investigator confirmed issue in history but was not able to reproduce during investigation. The black box recorded loss of primes following an occlusion and loss of prime with non-zero force. Performed pump rewind, load, and prime with no loss of prime. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime. Force sensor calibration was within specification opened and removed pump from case. Inspected the force sensor circuits with no defects found. Battery compartment cracked at the threads. Battery compartment and cap threads were intact. Able to fully tighten battery cap. Opened pump and removed from case. No corrosion or moisture in pump. The cartridge compartment was cracked at the threads. Able to fully tighten cartridge cap. Pump was exercised fro 24hrs with no loss of prime and cartridge cap remained tightly in cartridge compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.